Manufacturer narrative:
Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type: extension.

Event description:
Information received from the manufacturer¿ representative reported that an elective replacement indicator appeared on the recharger of the patient¿s implantable neurostimulator (ins) system. It was reviewed that the eri was expected at this point of the ins battery life cycle. Impedances were measured and were as follows: when referenced to electrode 0, were >10,000 ohms on electrodes 0 to 7 and between 8400-9700 on electrodes 8 to 15. When referenced to electrode 4, all values were >10,000 ohms. When referenced to electrode 5, were >10,000 ohms on electrodes 0 to 4, electrode 7 >10,000 ohms and electrodes 8 to 15 between 6700-7900 ohms. When referenced to electrode 6, electrode 0 was 8400 ohms, electrodes 1, 3, and 4 were >0, electrode 2 was 7200 ohms, electrode 7 was 9100 ohms, and electrodes 8 to 15 was between 619-1600 ohms. When referenced to electrode 8, electrodes 1, 3, and 4 were >10,000 ohms, electrode 0 was 9355 ohms, electrode 2 was 7400 ohms, electrode 5 was 7400 ohms, electrode 6 was 1683, and electrodes 9 to 15 were between 1500-1600 ohms. When referenced to electrode 10, electrodes 1, 3, 4 were >10,000 ohms, electrode 0, 2, and 5 were 6923 ohms, and electrode 6 was 1043 ohms. When referenced to electrode 11, electrodes 1, 3, 4 were >10,000 ohms, electrode 0 was 8500 ohms, electrode 2 was 8300 ohms, electrode 5 was 6800 ohms, electrode 6 was 1000 ohms, electrode 9 was 9600 ohms, and electrodes 8 to 15 were between 800-1000 ohms. -when referenced to electrode 12, electrodes 1, 3, 4, 7 were >10,000 ohms, electrode 6 was 2550 ohms, electrode 0 was 9000 ohms, electrode 5 was 8361 ohms, and electrodes 8-15 were around 3000 ohms. Group impedance on a1, was 602 ohms programmed with electrodes 8, 9, 10, 11, 4, 5, 6 group impedance on a2 was 670ohms programmed with electrodes 10 11 12 4 5 6 group impedance on a3 was 572ohms programmed with electrodes 9- 10- 11+ 4- 5- 6+ group impedance on a4 was 885 ohms programmed with electrodes 10- 11+ 12+ 4- 5+. The ins was on and the patient was still using the stimulation. Recharging was working well for the patient. It was reported that in all likelihood, there was an issue with the extension based on the impedance readings. No symptoms were reported in the event. Follow up received from the representative on oct. 17, 2016 reported that all troubleshooting was done by reading the stimulation with the clinician programmer and discussing with the manufacturer¿s technical services. No action was taken as the patient was getting good relief from the stimulation. The cause of the impedance issue was not determined. The indication for use for the implanted device was noted as postlaminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.